Manufacturer narrative:
Updated fields: b4,b5,b6, b7, d9, d10,g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes), h11 , e1 ( initial reporter, event site telephone ),e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the equipment has a damaged ECG connector. The fse eliminated the defect by replacing the front end board (0670-00-1164). Functional check according factory specifications. Return trainer to customer for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) green connector eg cable broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) green connector eg cable broken. No harm reported.